Manufacturer narrative:
The manufacturer received information alleging an issue related to a philips CPAP device's sound abatement foam. The patient has passed away. The previous record was filed in error. The device was not the based device and will be address in the complaint record (see tw 4754700 MDR 2518422-2024-29828) associated with the base device. The other complaint record will address this matter going forward.

Event description:
The manufacturer received information alleging an issue related to a philips CPAP device's sound abatement foam. The patient has passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. The device has not yet been returned to the manufacturer.